Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a high glucose alarm, and in the process of obtaining a capillary result, customer fainted (a loss of consciousness). Customer regained consciousness and obtained an unspecified high sensor reading compared to unspecified low capillary results with a competitor brand. As a result, experienced "lacking out", "could not fell their tongue," and was unable to self-treat. Customer had contact with a healthcare professional who provided glucogel as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.